Event description:
It was reported that the patient experienced a perforation and pericardial effusion from this right ventricular (rv) lead. The physician decided to perform pericardiocentesis and explant and replace the lead. This lead was disposed at the facility. No additional adverse patient effects were reported.